Event description:
Medtronic received a report that the pipeline failed to open in the middle section.  The patient was undergoing surgery for treatment of a saccular, unruptured right ica, inferior to ophthalmic artery, aneurysm with a max diameter of 8mm and a 4mm neck diameter. The landing zone was 4.2mm at the distal end and 4.7mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. No patient symptoms or further complications were reported as a result of this event. It was reported that during pipeline vantage deployment, the device wasn't opening at the middle part despite of few attempts. The pipeline was not positioned in a bend. The pipeline had been resheathed less than or equal to 2 times. There were no additional steps or other devices used to open the pipeline. The pipeline was removed from the patient. The angiographic result post procedure was there was stasis in aneurysm and flow diverter was opposed well especially at proximal and distal ends and covered the whole aneurysm with proximal and distal landing zones. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of ped3-027-500-40, lot#b287504 as found condition: the pipeline vantage device was returned for analysis within two shipping boxes; within an opened pipeline vantage outer carton; within an opened pipeline vantage inner pouch; within a dispenser coil and within an introducer sheath. The unknown micro catheter used in the event was not returned for analysis. A large amount of blood was found within the introducer sheath and on the distal wire and braid. Visual inspection/damage location details: no damages were found with the introducer sheath. No damages or irregularities were found with the proximal pusher. The hypotube was found intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the proximal bumper. The spacers, supporting disk, and advance resheathing mechanism were found loose on the distal wire, potentially caused during the extraction process. The proximal dps restraints were found to be intact. The distal dps restraint, dps sleeves, and tip coil were found separated from the distal wire, potentially during the extraction process. Once extracted from the introducer sheath, the entire braid length was found fully opened. No damages or irregularities were found with the middle or distal braid. The proximal braid was found damaged and frayed. Testing/analysis: the pipeline vantage device was found stuck within the introducer sheath. The stuck braid and distal portion of the delivery wire remained within the introducer sheath when the pusher was retracted. The introducer sheath was cut to remove the remaining pipeline vantage device. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open at middle section (hourglass shape)¿ could not be confirmed through device analysis as the returned braid was found fully opened throughout the entire length. Possible causes for failure to open during procedure include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, presence of other indwelling endovascular stents, or improper anatomy. The braid was found damaged. Potential causes for braid damage are high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. Customer reported patient vessel tortuosity as moderate, pipeline was not positioned in a bend, pipeline resheathed less than or equal to 2 times, and devices were prepared per IFU. Blood was found within the introducer sheath, indicative of insufficient continuous flush used during the procedure, causing blood to backflow up the micro catheter and into the introducer sheath. It is likely the blood contributed towards the resistance found within the introducer sheath, and subsequently, the damages found to the spacers, supporting disk, advance resheathing mechanism, dps restraints, dps sleeves and tip coil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.